Event description:
It was reported that the pacing impedance was high and above the normal range and no capture or sensing was observed in bipolar mode on the right ventricular (rv) lead. A rv lead fracture was confirmed via imaging. Programming to unipolar mode was made with appropriate sensing and capture. The rv lead was explanted and replaced. Normal parameters were observed post procedure. The patient was stable before, during and after the procedure.